Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during a routine visit to the clinic, it was found that the implant had malfunctioned. Testing confirmed that channels 1, 2, 4, 8, and 12 have high impedances and channels 6 and 9 have short circuits.